Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown shell ¿ unknown part and lot; unknown stem ¿ unknown part and lot. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right hip revision approximately 12 years post implantation due to severe bone loss, tissue damage, heavy metal poisoning, elevated metal ion levels, pain and limited mobility. The metal head component was removed and replaced with a poly component. Attempts have been made and additional information on the reported event is unavailable at this time.